Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr was not able to reproduce the vent inop and stated that the problem may be intermittent. The fsr replaced the gas delivery engine (gde) as a precaution. The unit has passed all test, calibrations and is working to manufacture specifications. The suspect gde was returned to vyaire for additional evaluation. Once a final evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that while using the avea ventilator, it was alarming vent inop while on a patient. The customer stated there was no harm or injury to the patient.